Event description:
A consumer reported following bilateral intraocular (iol) implantation surgery, her vision is good except in certain lights. At night, she sees several circles around the light. She also stated she cannot read the subtitles in film and video projections in the distance. Additional info has been requested. There are two medical device reports for this event. This report is for the pt's right eye.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the rptr did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined. (B)(4).